Event description:
Through implant patient registry it was learned that a 25mm 3300tfx valve was explanted after an implant duration of 3 years, 8 months due to unknown reason. The explanted valve was replaced with a 23mm 3300tfx valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: h6 (health effect-clinical code, device code). Based on the additional information obtained regarding device failure mode of endocarditis, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry it was learned that a 25mm 3300tfx valve was explanted after an implant duration of 3 years, 8 months due to aortic root abscess and gemella endocarditis. The patient was presented with septic shock. The explanted valve was replaced with a 23mm 3300tfx valve.